Manufacturer narrative:
Technician found the head hi/low was drifting down on this unit. Replacement parts were ordered for the repair. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Facility alleged that the head hi/low was drifting down. No injury reported.